Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of burnt blood residue on one of the jaws. The device was attached to an ft10 - generator using the developers software. The device was connected and was recognized. Using the gauze test, an ablation was initiated and there was a high impedance error displayed. The jaws were scraped using a scalpel to remove some of the burned blood so saline would be able to contact the electrodes. An ablation cycle was initiated with no issues observed. There was saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. Reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate gemini, it was reported that despite the customer being an experienced user and properly setting up the clamp and irrigation, the device showed high impedance alerts right from the start and ablations could therefore not be performed. The device was replaced by another manufacturer's product to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that that after 4-5 ablations, the high impedance alerts were noted at subsequent ablations right after the start of ablation. The clamped jaws looked burned, therefore, the customer believed it was most probably that the irrigation was not running properly at some point. There was saline present at the ablation sight when the high impedance occurred, however, the customer was not sure if the irrigation was running properly after several ablations. The regular box lesion was attempted to be ablated which accounted for two pulmonary veins and half of the left atrial posterior wall in one bite through a small hemisternotomy approach. The surgery was a concomitant atrial fibrillation ablation next to an aortic valve replacement.